Event description:
On (B)(6) 2011, (B)(6) notified salter labs of an event occurring on (B)(6) 2011 involving a pt experiencing restricted airflow from a reported kink in 21" tubing. The 21" tubing, in this case, connected a humidifier and concentrator. (B)(6) was directly contacted by the pt or the pt's caregiver. (B)(6) located a kink in the tubing. On (B)(6) 2011, a salter rep called (B)(6) for further details. (B)(6) stated that the tubing was a 3-channel type. (B)(6) reported that the tubing became disconnected from the humidifier. It was not possible to verify that the 21" tubing had been fully inserted at the time of initial installation. The 21" tubing had reportedly been in use for a duration of 6 weeks. (B)(6) thought a potential source of kinking of the 21" tubing could have been the configuration of the concentrator and humidifier since for the particular model, the humidifier was positioned to sit on top of the concentrator. (B)(6) stated that the 21" tubing connecting the concentrator and humidifier is sometimes taut. It is unk how much the pt's oxygen levels dropped during the incident. Once (B)(6) replaced the 21" tubing with a new one, no further issues were observed. (B)(6) reported that the pt "is fine now". The 21" tubing has been returned and a failure analysis is currently in progress. However, the humidifier has been discarded and is not available for return and therefore no failure analysis can be performed. This is an interim report.